Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this 25mm aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve due to insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the insufficiency noted on the original bioprosthetic valve was moderate in severity. No additional adverse patient effects were reported. Expiration date updated in section. Device mfg date updated in section . If information is provided in the future, a supplemental report will be issued.